Event description:
Customer reported device = 283 mg/dl in the morning. Customer was unresponsive and medics were called. Customer was taken to hospital and their result = 31 mg/dl. Customer's family member reported customer was given oxygen but other treatment was not known. A request was made for return product and replacement product was sent.